Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker had triggered a lead safety switch (lss) on a non boston scientific (non bsc) right ventricular (rv) lead due to impedance measurements, measuring greater than 3000 ohms. Patient data were sent to boston scientific technical services (ts) for their review in order to understand the reasons of this lead safety switch. After ts reviewed, noise oversensing on the rv channel was encountered as well. The noise episodes appeared to happened after the lead safety switch. The pacemaker and non bsc rv lead remains in service. No adverse patient effects were reported.